Event description:
It was reported while transporting a patient, the stretcher exhibited an error code and the operators were unable to clear the code. They called for a backup stretcher to continue the non-emergent patient transfer. No injuries or adverse effects were reported as a result. The stretcher was returned to the manufacturer for a visual and functional evaluation. The reported error code was confirmed requiring a repair to the wiring harness.